Event description:
At the time of implant and after the pacemaker pocket was closed it was noted that magnet application did not elicit ventricular pacing (device was programmed ddd). Through the use of the epr 1000 programmer it was determined that the ventricular threshold and resistance had changed. The pocket was opened and the leads disconnected from the pacemaker. The leads were tested and found to have acceptable values. The leads were reconnected to the pacemaker and the system appeared to function appropriately. The surgeon's concern with liablity prompted him to explant this pacemaker and replace it with a similar device.

Manufacturer narrative:
Co has analyzed this pacemaker and subjected it to a complete final acceptance test and it proved to be within all electrical specifications. Also the header and set screw dimensions are as expected. The pacemaker is not defective.